Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ma7083, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section procedure on an unknown date and suture was used. During the procedure, the suture was broken. Changed to another one to complete the surgery. There were no adverse patient consequences reported.